Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the clear tubing is not attached to the impeller. Functional evaluation revealed that the device would leak fluids due to the detached tubing. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a set up for a surgery the pump tubing was leaking. No patient injuries or delay were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.